Event description:
It was reported that during unknown surgery on (B)(6) 2022, screwdrivers in multiple universal small frags were found to be stripped ¿ both hex and star drive types. While being used, the screwdrivers would not fit perfectly into the screw recess and tightening was challenging. There was a reported surgical delay. No fragments were generated. The procedure was completed successfully with no patient consequences. No further information is available. This report is for a 2.5mm hex driver shaft self-retaining l 100mm qc. This is report 13 of 14 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.